Event description:
The customer reported that there was a communication error which caused the system to shut down without command. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.